Event description:
It was reported that during a da vinci-assisted surgical procedure, the tech could not put the clip into the instrument. Once the instrument was put into the robot, it would not clip or unclip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The issue occurred on the first clip application. The site opened a new clip applier instrument to resolve the issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip applier clip would not attach and would not clip or unclip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint regarding clip application failure was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observation related to customer reported complaint: the instrument was found to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7.